Event description:
It was reported by repair work order that the customer alleged that the cot was slow to lift and will not lift the undercarriage. Upon inspection of the unit by the service technician, it was identified that the base legs would not retract lower properly.

Manufacturer narrative:
(B)(4): base leg.

Manufacturer narrative:
Upon inspection of the unit by the service technician, it was identified that the base legs would not retract or lower properly in powered mode. The legs could still be be retracted and lowered in manual mode.

Event description:
It was reported by repair work order that the customer alleged that the cot was slow to lift and will not lift the undercarriage. Upon inspection of the unit by the service technician, it was identified that the base legs would not retract lower properly.